Event description:
The consumer reported via a healthcare provider that their implantable pulse generator (ipg)/ pain stim had not worked for about 2.5 years. There is no further information regarding this event. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.